Event description:
Lead replaced due to impedance decline, threshold increase, and insulation break. ICD replaced due to no telemetry and subsequently tested out of specification during manufacturer's analysis.